Event description:
On july 21, 1997 candela was notified that it was named in a litigation involving a candela product. It was reported that on july 13, 1995 pt underwent a laser lithotripsy procedure with placement of a left ureteral stent. During the procedure a segment of wire broke off or otherwise separated while inside the ureter of pt and the wire remained as a foreign object in the ureter of pt at the end of the procedure without being removed. During and following the procedure the doctor failed to recognize and removed the foreign object. During the period between july and december pt continued to experience pain and had multiple followup visits. On december 14, 1995 she was diagnosed as possibly having a distal stone fragment. A medical procedure was performed which removed a 4cm length of wire with stone completely encrusting it.